Event description:
It was reported that oversensing of atrial activity was noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). As a result, inappropriate anti-tachycardia pacing (atp) was provided, and pacing inhibition was noted as the patient experienced episodes of dizziness. Technical services (ts) provided reprogrammed and troubleshooting options. Provocation maneuvers were applied, and no noise was produced, and all measurements were within range. This ICD remains in-service. No adverse patient effects were reported.